Event description:
Information a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 had pump malfunction. No patient adverse events reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure and tank cover. Wear and tear damaged line cord and front cover. Outdated printed circuit board (pcb) and power switch. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Pump makes noise but doesn't pump water. The root cause of the reported issue was found to be mechanical failure inside pump. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.